Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head keeps falling off - oral-b [device breakage]. Case narrative: female consumer via phone reported that the oral-b toothbrush head was falling off of the oral-b toothbrush handle while she cleaned her teeth. No injury was reported. On 19-mar-2025, follow-up via digital safety assessment survey: the reporter was 58 years old. No medical professional contact. No injury was reported.